Manufacturer narrative:
The device was not returned to olympus for evaluation as the device was repaired in-house. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus, the evis exera iii video system center produced no image when using the evis cable. The issue was found during maintenance when the fse went to the hospital for replacing a lamp. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation/test results were initially by way of a third party. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a faulty video connector/processor socket. Olympus will continue to monitor field performance for this device.